Event description:
The patient was reportedly experiencing intermittencies. Programming adjustments were made and external equipment was exchanged; however, the issue did not resolve. Testing showed that the device was functioning within normal limits. The surgery to explant the patient's device was recommended.